Manufacturer narrative:
Siemens completed the investigation of the reported issue. The investigation was performed based on expert discussions considering complaint description, customer service reports, and system history, and system log files. According to the initial provided information, a hose clamp that supports the main cable bundle on the ceiling fell. No health consequences were reported to this event. The hose clamp consists of two similar halves that are connected by a screw. One of the halves of the clamp weighs less than 100 grams with a dimension of 167 mm by 120 mm by 30 mm. Therefore, serious injury from a falling clamp is not to be expected. Unfortunately, the investigation did not provide a clear picture of why or how the clamp loosened. As the cable hose clamps are not normally exposed to increased forces, according to expert opinion most likely the mounting screw of the clamp holding the hose has come loose due to external forces (i.e., collision) and the clamp has then fallen off. The operator manual contains adequate instructions regarding collision prevention. To resolve the problem, the clamp was replaced as part of service activity. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the reported event is not classified as a reportable adverse event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs. H11 corrected data: h6: the medical device problem code reported in the initial MDR submitted on september 5, 2023, should have been 2907. Code 4004 was reported in error. H6: the medical device problem code reported in the initial MDR submitted on september 5, 2023, should have been 2907. Code 4004 was reported in error.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis q ceiling system. While moving the ceiling stand from the patient transfer position to the table, the clamp that holds the hose for the ceiling stand came off and almost hit a physician in the head. We have no indications of any adverse effects on the health status of the persons involved.